Manufacturer narrative:
Date rec'd by MFR: 02/26/2019. The customer reported that the power management board was replaced and the issue resolved. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit had failed to power on (had no power). It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. Event date not specified; estimate used.